Manufacturer narrative:
G4: 23sep2020. B4: 24sep2020. It was reported that the issue occurred during testing. The power management (pm) board, central processing unit (cpu), motor controller (mc) board and user interface (ui) to pm board cable were replaced. The se reported that after the pm board was replaced a component burned due to the power supply being faulty, so the power supply and the pm board were replaced. In addition the se reported that it was observed that a broken non- original speaker was installed in the ventilator, so the speaker was replaced. The se reported that the battery was working but recommended the customer replace the battery as it was past 5 years (manufactured in 2011). The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 31oct2020; g4:30oct2020. H10: a pm board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a failure of inductor component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24sep2020; b4: 25sep2020. Review of the device diagnostic report and found error codes indicating 35 volt failure, 5 volt failure, backup alarm failed, light emitting diode failed, over voltage protection circuit failed and o2 unavailable submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
It was reported that the ventilator had error code indicating machine and proximal pressure sensors failed. There was no patient involvement. The service engineer (se) inspected the device. The se found an error code that had occurred during setup that indicated ventilator restarted due to anomalies detected during operation in the ventilator diagnostic report (drpt) and in addition found the connector of the motor controller (mc) speaker and the user interface (ui) cable broken due to evident mishandling of the equipment. The customer was provided with a quote for service and repair which includes replacement of the central processing unit (cpu), data acquisition (da) board, mc board and power board (pm) and the ui to pm cable.